Event description:
It was reported that the patient is deceased. It was further reported that during the evening/night post implantable cardioverter de fibrillator (ICD) system implant the patient went into ventricular tachycardia (vt) below the detection zone. The patient is noted to have been in vt approximately fifteen minutes prior to a code being called, that external defibrillation was not used as staff was waiting for the ICD to provide therapy and the rate continued to be below the detection zone. The vt rate increased and the device shocked three times: two shocks were successful and one was unsuccessful in terminating the rhythm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013; ddbc3d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).